Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance reaching high out of range measurements of 131 ohms. In office evaluation revealed very subtle noise when performing isometrics. Technical services (ts) advised on increasing the upper limit and further in office evaluation. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the lead continued to exhibit an increase in measurements, reaching 144 ohms. Ts advised on further programming options and continue to monitor. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance reaching high out of range measurements of 131 ohms. In office evaluation revealed very subtle noise when performing isometrics. Technical services (ts) advised on increasing the upper limit and further in office evaluation. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance reaching high out of range measurements of 131 ohms. In office evaluation revealed very subtle noise when performing isometrics. Technical services (ts) advised on increasing the upper limit and further in office evaluation. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the lead continued to exhibit an increase in measurements, reaching 144 ohms. Ts advised on further programming options and continue to monitor. No adverse patient effects were reported. This lead remains in service.